Event description:
Approx 3 hours and 45 minutes into a dialysis treatment, a monitor on the dialysis machine detected air in the bloodline and initiated an alarm. The attending nurse stopped the treatment, assessed the situation and determined that it was safe to return the blood in the remainder of the circuit to the pt. The nurse reported that upon examination she observed a crack in the female luer hub that connects the avf needle set to the bloodline. She stated in her report that the crack had not been there when the treatment was started, or throughout the treatment until this time. The nurse reported that the pt was not affected by this event. His vital signs were reported to be stable and he was sent home feeling well.